Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Additional manufacturer narrative: packaging non-conformance that results in a breach of the sterile package (i.e. Pinhole, tear or seal issue), has the potential to result in a serious infection. In this case the product was received in damaged condition with both primary and secondary packaigng damaged resulting in a breach of the sterility.  Images were received and evaluated. As received, report of damaged packaging was confirmed through image evaluation. Three color photos were provided of device shelf box and packaging tray. Shelf box appeared crushed with multiple torn areas. Packaging tray lid appeared wrinkled.  The root cause of the event cannot be conclusively determined.  If action is required, appropriate investigation will be performed.

Event description:
As reported this ring model (B)(4) was received in damaged condition. As shown in pictures provided by the customer, both secondary and primary packaging was damaged. Pictures were attached to this file.